Event description:
A technician reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The technician further reported that the patient had worn rigid gas permeable (rpg) contact lens for 30 years, but had discontinued use for approx one and one half months prior to surgery.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results form the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 12/04/2008 by fax, and mail. A completed questionnaire was received on 12/10/2008.